Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not show any issues. A functional test was performed and failed; during priming a leak was observed from a crack in the v-link luer. A pressure test was performed and failed due to the leak; however the clear passage test met specifications. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set had a blood leak from the male luer. This occurred during infusion of unknown pain medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.